Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was white residue inside the air/water tube, air/water cylinder, and in the auxiliary water channel. However, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue inside the air/water tube, air/water cylinder, and in the auxiliary water channel. There was no patient involvement.